Event description:
Procedure was an emergent exploratory laparotomy. While using ligasure impact physician complained that device was misfiring. Stated this is at least the 3rd occurrence (has happened with previous cases) that it has happened. Does not want to use reprocessed equipment.